Event description:
The lab got a complaint from cardiologist regarding the sob panel results were within the normal range but it did not correspond to the patient's clinical condition. Patient information: male, 79 years old. Sx: chest pain dx: ami based on ECG and hs trop t results, abnormal lateral st from EKG; treatment performed based off lab analyzer method.

Manufacturer narrative:
Investigation conclusion: the customer's complaint of discrepant results with tni was not replicated with in-house retain testing of triage sob lot t15966n with an in-house calibrator. No issues with tni recovery were observed. Manufacturing batch records for the lot were reviewed and found that the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.